Event description:
A 28mm x 16mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that there was a slight angulation in the aneurysm neck but nothing abnormal. There was no iliac narrowing and little or no calcification and there was no narrowing of the bifurcation. It is reported that there was difficulty in trying to remove the pacman from the deployed stent graft. The physician waited a few mins and without using too much force attempted to remove the pacman again. As the pacman was being removed the stent graft slipped down 1.5cm and an aortic cuff was placed to correct the slippage. It is reported that there were no anatomical reasons for this to occur. The pt's status post procedure is unknown. Further info is pending. Device history review record contains no info relevant to the complaint.